Event description:
It was reported that the device had an atrial lead warning, impedance is low, impedances have been trending down over time, and there is undersensing in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.